Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was over 600 mg/dl. The customer stated that the insulin pump may not have bolused properly leading up to the emergency room visit. He stated that he was treated in the emergency room and discharged. He stated that he was wearing the insulin pump at the time of the event. The customer's mother stated that the customer still experienced high blood glucose levels, but they were not as high as previously noted. She stated that she was interested in troubleshooting for high blood glucose but at a later time. She advised that she would call back later. Nothing further reported.